Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and left ventricular end diastolic pressure. The peel away was exchanged for a repositioning sheath for the patient to remain on support for 24 hours for unloading the left ventricle. The patient was taken to the cardiac catheterization lab for removal of the impella. The impella and sheath were removed, there was a brisk bleed back noted. Previously deployed perclose sutures were tightened, and hemostasis obtained. The patient remained on impella support and was successfully weaned.